Event description:
Same case as MFR# 2134265-2012-03162. It was reported that during an arteriovenous fistula procedure, a balloon rupture occurred. An undisclosed vessel in the arm was dilated with a 8.0mmx40mmx75cm mustang balloon. The mustang balloon was inflated beyond the rated burst pressure and it ruptured. The physician advanced another 8.0mmx40mmx75cm mustang balloon. The physician inflated the mustang balloon beyond the rated burst pressure and it ruptured. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states: do not exceed the rated balloon burst pressure. (B)(4).